Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician reported that a dialyzer blood leak occurred within two minutes of starting a hemodialysis (hd) treatment. The blood leak was described as being within the fibers of the dialyzer. The leak was internal. The leak was visually observed. The fresenius 2008t machine alarmed appropriately with a blood leak alarm. Blood test strips tested positive for the presence of blood. There was no damage noted on the dialyzer. A competitor's bloodlines were used. The patient¿s estimated blood loss (ebl) was 200 ml. There was no patient injury, adverse event beyond the minimal blood loss, or medical intervention required as a result of this event. The treatment was completed with same machine and new supplies. The complaint device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: d.9., h.3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. The third party carrier's website was reviewed and it was verified that the fmcna-provided shipping materials were sent to the customer and were subsequently received. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A biomedical technician reported that a dialyzer blood leak occurred within two minutes of starting a hemodialysis (hd) treatment. The blood leak was described as being within the fibers of the dialyzer. The leak was internal. The leak was visually observed. The fresenius 2008t machine alarmed appropriately with a blood leak alarm. Blood test strips tested positive for the presence of blood. There was no damage noted on the dialyzer. A competitor's bloodlines were used. The patient¿s estimated blood loss (ebl) was 200 ml. There was no patient injury, adverse event beyond the minimal blood loss, or medical intervention required as a result of this event. The treatment was completed with same machine and new supplies. The complaint device is available to be returned to the manufacturer for evaluation.